Event description:
It was reported that during a preventative maintenance check, the reading on an external pulse generator at 10 ma setting reads at 1.5 ma. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).